Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Joystick has square tab broken out. Tac is permanently in drive lockout even when turned off. MDR filed.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model xxx, serial number/date (B)(4) is approximately xxxx old. The owner's manual part number 1023891, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.